Manufacturer narrative:
Evaluation in progress. A replacement glidescope gvl blade was provided to the customer in (B)(4) 2012, with instructions to return their existing blade under the recall. The customer provided written acknowledgement of the recall notice on november 19, 2012. Multiple follow-up requests to return the device have been made since then.

Event description:
The tip of a glidescope gvl blade was discovered broken off after sterilization. It did not break during use on a patient; there are no reported injuries.